Event description:
It was reported to philips that the azurion device would not power on. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the suite pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. It was reported that the system will not power on. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to load software on new suite pc and unable to recognize usb stick. Upon troubleshooting, fse found that it was able to get software to load after using alternate usb software stick, but system load failed at 5% this time. To resolve this issue, fse replaced suite pc and recommended to replace the hard disk. Later, fse restored backup and reloaded the software. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.